Event description:
Caregivers of patient said that they came in the bedroom and he "wasn't getting any oxygen" so they eventually bagged him until ems arrived and started their own bagging and chest compressions. They pointed to the vent and said "that thing wasn't blowing any air, he wasn't getting any oxygen." They could not provide any other details. I reviewed the alarm log on the vent from that day and saw many alarms during the time frame they described, but nothing indicating the vent was malfunctioning. They also reported that he ended up having tracheitis once they got him to the hospital. They said they had seen green mucus somewhere around the trach site, but didn't know that it was something to be worried about.